Manufacturer narrative:
The reported oversensing was confirmed in the laboratory via review of the device image. The device was tested on the bench, and no anomaly was found. The cause of the reported oversensing could not be determined.

Event description:
It was reported that oversensing and low impedance was observed. Fluoroscopy revealed externalized conductors on the riata lead. Hence, the device and lead were explanted. The patient condition is good.

Manufacturer narrative:
(B)(4)